Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the screen of the insulin pump was black and after changing the battery it went blank. The blood glucose level of the customer was 171 mg/dl. The customer stated that the insulin pump was exposed to direct sunlight for about 15 to 20 mins. Customer states the black screen did not disappear. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will return for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and missing segments or partial display noted.